Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 06 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to osteoarthritis. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications and patient was transferred to recovery in stable condition. Attune knee components, and smartset cement x 2 were implanted in the procedure. On (B)(6) 2014, the patient underwent a left knee revision. There were no operative notes provided with the medical records. Doi: (B)(6) 2014 dor: (B)(6) 2014 (lt knee).